Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported led alarm error. Customer confirmed device was in clinical use at time of event at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 02aug2019. Date of report: 05aug2019. The field service engineer confirmed the device is back in service, and the issue was resolved by replacing filters, button membrane, plastic fan filter cover and damaged top cover, plastic display. The side cover has also been replaced. The unit tests successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.